Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. The marker lumen of the proglide device was flushed prior to use without issue. Reportedly, no obvious flow from the marker lumen was observed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported no blood flow from the marker lumen. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue as the polyamide tubing was found outside of the groove on the guide halves and damaged (kinked and collapsed). The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.